Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of (B)(6) informed cook on 17may2023 of an incident involving an ngage nitinol stone extractor (rpn: nge-017115; lot # 14740865). It was reported that the user opened the package and found that the basket cannot be closed properly during a ureteroscopic lithotripsy procedure on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was received for evaluation. The basket was severely misshapen. The distal shrink tube that holds the basket formation in place on the distal end of the basket sheath was wrinkled and had pulled off the distal end of the basket sheath. The distal shrink tubing was causing the basket to be misshapen and preventing the basket opening/closing normally. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR. The DHR for lot 14740865 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev, did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook determined the cause for the issue could not be determined. All devices are inspected multiple times during manufacturing and quality control checks to ensure the basket functions properly. There is also a specific quality control inspection step to check that the shrink tube is present, and secure. The provided information stated the issue occurred before use of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an ureteroscopic lithotripsy procedure, when the user opened the package of a 'ngage nitinol stone extractor', it was found that the basket could not close properly. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.